Event description:
It is reported on insertion the device valve was leaking where the fluid was to be injected into the balloon causing the balloon to collapse.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. Additional info was received on 09/16/2014 which stated the product was discarded and is no longer available. It was further stated the device was removed and replaced with a new unit. No additional patient/event details have been provided to date. Should additional info become available, a follow-up report will be submitted. Reported to the FDA on october 02, 2014. (B)(4).